Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. However, the field service engineer of olympus medical systems (B)(4) checked the subject device on-site and confirmed that the reported phenomenon was duplicated, and the examination lamp of the subject device had been used for five hundred hours when this phenomenon occurred. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the routine inspection before the use, it was found that the emergency lamp of the subject device lit up instead of the examination lamp. There was no report of patient injury associated with this event.